Event description:
The pt had symptoms of infection. The pt had opening of the skin at the pump site; it was oozing/draining pink mucus like fluid. The pump was explanted. The pt was treated with antibiotics. There was reported to be no pt injury and the pt recovered without sequela. The pt was being followed closely by an infectious disease physician for approximately 10 weeks. The device system was used to deliver morphine and baclofen.

Manufacturer narrative:
(B)(4). Devices have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.